Manufacturer narrative:
Initial reporter facility name: (B)(6). A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device only recognizes one side that is unit can see only one side of connectors, unit can only see units on the side that is connected first. There was no patient involvement.

Event description:
It was reported that the device only recognizes one side that is unit can see only one side of connectors, unit can only see units on the side that is connected first. There was no patient involvement.